Event description:
It was reported that the pta balloon inflated and deflated without issue; however, subsequent withdrawal into the introducer sheath was difficult and the distal end of the catheter, including the entire balloon, detached within the sheath. The detached segment was removed with the sheath. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The device and the introducer sheath were returned. The investigation is confirmed for balloon detachment, as the catheter was returned in two segments; the detached distal segment was located in the introducer. The investigation is also confirmed for retraction difficulty, as the balloon material was bunched towards the distal tip of the device and the tip of the introducer sheath was flared. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event.